Manufacturer narrative:
A device history record (DHR) review was performed. And all required manufacturing processes and inspection steps were confirmed, to be completed per the requirements. The device met specifications, prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed, normal sterilization cycles for the products. The product was returned and visual inspection was normal. Interrogation of the device revealed, it was above elective replacement indicator (eri) when received. The cause of infection could not be traced to the device.

Event description:
Related manufacturer reference number: (B)(4), related manufacturer reference number: (B)(4). It was reported, that the implantable cardiac defibrillator (ICD), right ventricular (rv) lead and right atrial (ra) lead were explanted, due to infection. The patient status throughout the procedure is unknown.